Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. This complaint is related to litigation and legal restrictions, which do not currently allow completion of product analysis. The product analysis is being closed, based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this analysis task will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced device malfunction, flashing medtronic logo and beeping loud. The customer reported, blood glucose value of 486 mg/dl. The customer reported, hyperglycemia. Which did not require treatment. Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7020la, mmt-332a, mmt-1880, mmt-397a. The pump auto mode/smart guard feature was not active at time of high blood glucose event. There is no information to determine, whether the pump in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. The customer will discontinue using the insulin pump. And revert to the backup plan, per healthcare professional instructions. No product return is required for mmt-7020la, no product return is required for mmt-332a. Mmt-1880 was requested. And customer response was, the device will be returned. No product return is required for mmt-397a.